Event description:
Information received from the field notes that the device was programmed to vvir at the pacemaker clinic. At home, the patient felt tired and lacked energy. When the patient came back to the clinic, the device was in vvi mode with an eol warning message even though interrogation showed that the magnet rate was 100 ppm, the bol rate.